Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump had over-delivered insulin that morning; he changed his infusion set and the whole reservoir of insulin emptied out into him. The patient's ended up in the ER with a blood glucose of 30 mg/dl. After treatment his blood glucose became 145 mg/dl. Troubleshooting could not be completed and the mother stated that she will call back later. No products were shipped or returned.